Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a door failure. The field service engineer resecure latches to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a door failure.the customer stated that the cath core tower 1 door 4 was making a clicking sound releasing the latch but failed to open causing a delay in dispensing medication to the patient. The customer tried to recover a couple of times, the door will open but need maintenance.there were no adverse events or injuries reported based on this event.